Manufacturer narrative:
The mayfield triad skull clamp (a1108) was returned for evaluation: failure analysis - evaluation identified that the floating ratchet of the unit required to be machined to bring it within tolerance and remove movement in the lock. The 80-pound torque knob was tested to assure unit will achieve proper pressure. General maintenance, cleaning and replacement of worn pm parts and machining the floating ratchet performed to be within tolerances. Root cause - the reported complaint was confirmed. Unit received required preventive maintenance and replacement of worn parts. Probable root cause is normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2010).

Event description:
A facility reported that the mayfield triad skull clamp (a1108) would not lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.